Event description:
Boston scientific received information that this right atrial (ra) lead had displayed threshold measurements that were significantly higher and that sensing changed with no capture. Fluoro was performed and found that the lead had become dislodged. The lead was explanted and replaced with a non boston scientific right atrial (ra) lead. There were no adverse patient effects reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.